Manufacturer narrative:
(B)(4).

Event description:
It was reported the tip of the arterial catheter guide is bent and does not progress. Another one is used. No patient harm was reported.

Manufacturer narrative:
Qn# (B)(4). The actual sample was not returned; however, the customer provided two photos for analysis. The complaint of guidewire kinked in use was able to be confirmed by the photos. The first photo revealed a kinked guide wire and the second photo revealed the lidstock information. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The complaint of guidewire kinked in use was able to be confirmed by the photos. The first photo revealed a kinked guidewire and the second photo revealed the lidstock information. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the tip of the arterial catheter guide is bent and does not progress. Another one is used. No patient harm was reported.